Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with a motor error. The patient's blood glucose at the time of incident was 10.0 mmol/l. Troubleshooting was initiated for the motor error and the customer was able to rewind the pump. The drive support cap was also undamaged and appeared normal. However, when the alarm history was inspected an unexpected restart alarm was noted. The customer also discovered during troubleshooting that the pump motor began making an exaggerated sound during the rewind and prime processes. The customer was advised to discontinue use of the pump and revert to a medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump was received with motor error alarm during rewind also, confirmed e70 error alarm in the alarm history due to corroded motor home switch. Unable to verify a21 or a17 error alarm due to motor error alarm. The insulin pump was received with broken reservoir tube lip, cracked reservoir tube window and minor scratched lcd window.